Manufacturer narrative:
(B)(4).

Event description:
It was reported the device delivered a patient notifier for pacing lead impedance increasing to an upper out of range measurement. Performing an isometric testing and chest x-ray will be performed. The physician may consider increasing the upper impedance limit. The patient will continue to be monitored. The patient condition is stable.

Event description:
New information received states the lead was extracted and replaced due to the continuing rise of lead impedance. The patient condition was stable before, during and after the procedure.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Correction for previously reported 2938836-2016-01141 follow up 1 report (date received by manufacturer) should be 10/11/2016. Correction for previously reported 2938836-2016-01141 follow up 2 report (date received by manufacturer) should be 11/15/2016.